Manufacturer narrative:
Concomitant medical products: model: cd2257-40, competitor ICD; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited "mechanical malfunction" and insulation breaks which resulted in the patient receiving inappropriate therapy. The leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.